Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had a blank screen and a black screen when buttons were pressed. Customer's blood glucose was 142 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with full segments display due to cold solder joint on the lcd board. Unable to perform functional testing due to full segments display. No blank display noted during testing. All the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.